Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage with power injection. Patient with multiple spasms from a car accident, emergency CT total abdominal enhancement, CT examination using a closed IV indwelling needle to inject iophorol injection bi found that the patient had cracks and blood seepage outside of the indwelling needle, and the indwelling needle was immediately removed at the end of the examination.

Manufacturer narrative:
1. The customer returned a photo showing the broken state of the extension tubing. 2. DHR/bhr review lot#4052079. 1- this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no abnormality is found at the extension tubing. Please refer to the attachment for the test report. 4. Sku#383012 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows the broken state of the extension tubing, and since the product is not suitable for high pressure injection, the root cause of this defect is related to the user end.

Event description:
Customer provided the following information. 1) please provide a detailed description of the problem. A: when the patient did CT angiography, it was found that it was ruptured and leaked. 2) whether there is any damage on the product. A: yes. 3) are cracks on the catheter absorbed? A: no. The rupture is located just before the catheter and the catheter holder are connected. 4) are there any leaks on the catheter that are being absorbed? A: no.